Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating the spo2 measurement is inaccurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone#+(B)(6). A philips field service engineer (fse) evaluated the device by checking the spo2 measurement parameters and confirmed that there was no discrepancy between the simulated values and the values observed on the monitor. Using a prosim8 simulator, the fse verified that data transmission at both maximum and minimum spo2 levels was functioning correctly. It was determined that the data transmission issue was caused by the patient's circulation, not the device. The fse collaborated with the hospital's clinical engineering and strategic management departments, shared the relevant findings, and returned the device to active use with the user. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.